Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the battery was providing therapy. The voltage was 2.94 volts. This is not depleted, nor nearing the 2.73 eri indicator. The ipg was replaced for unknown reason.